Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgeries, her vision was blurry and she was feeling dizzy and wobbly. She also reported that the light hurts her eye. Reading glasses do not help for near and intermediate vision and she believes her vision is worse. Additional information has been requested. There are two medical device reports associated with this event. This report is for left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).